Event description:
This lead became dislodged which led to inappropriate shocks. During the explant procedure, the laser damaged both the ra and lv leads, so the entire system was removed. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two parts. Both fragments were returned for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. During the inspection the proximal and distal shock coils were found deformed. The lead body was stretched. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Tensile forces during the surgery should be taken into consideration. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.